Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. D4: UDI: as the lot, serial number, and corresponding expiration date for the device involved in the event was not provided, the full UDI is currently not available. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent revision breast augmentation with 525cc mentor smooth round moderate profile and experienced unknown side breast implant deflation postoperatively. As a result, the patient underwent replacement surgery with on (B)(6) 2026.

Manufacturer narrative:
On march 20, 2026, mentor became aware of the following and corresponding fields have been updated on this form: - patient date of birth has been updated under field a2 to (B)(6) 1966. - patient age at the time of event is added as 60 years under field a2. - effected deflated side was "right". - information received report mentions the following "there were some calcified areas that were a little bit rough", clinical code anisomastia has been replaced with "implant site calcification" under field h6. Reason for device explant and/or reoperation: right deflation, and implant site calcification. Manufacturer¿s reference number: (B)(4).